Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer did not boot up correctly and that the screen was frozen. Analysis found that the device will not boot until the screen was touched. It was noted that the cursor jumps away from the stylus in the upper right part of the screen. Confirmed the display was the cause of the issue. Replaced the computer platform (cp). Reloaded and updated software. Device passes all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not boot up completely and the screen was frozen. It was noted the programmer got stuck on the company logo screen for over ten minutes and despite troubleshooting steps of performing a hard reset this did not resolve the issue. It was further reported that the touchscreen and stylus did not work. The programmer was returned for service. There was no patient involvement.